Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2004 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2017: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lab data added. Events: abdominal pain, bleeding: gen. Abnormal bleeding, psych injury, bladder/urinary were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. E01919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included systemic lupus erythematosus, deafness neurosensory, irregular periods, uterine bleeding, pap smear abnormal, endometriosis, asthma and fibromyalgia. Concomitant products included intrauterine contraceptive device (paragard) since 2010, medroxyprogesterone acetate (depo provera)(B)(6) 2017 to (B)(6) 2017, nsaids from (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2017 and prednisone since (B)(6) 2015. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psych injury/ depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and fallopian tube spasm ("multiple tubal spasms"). The patient was treated with rizatriptan, salbutamol (albuterol) and surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and dysmenorrhoea was resolving, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder and vaginal discharge had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube spasm, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2004 and (B)(6) 2017, (B)(6) 2017 implants inserted: 2 right side trailing coils: 1 left side trailing coils: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded the fallopian tubes were blocked. Imaging procedure - on (B)(6) 2017: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, vaginal hemorrhage, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Outcome of event pelvic pain was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal bleeding') in a 32-year-old female patient who had essure (batch no. E01919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. Concurrent conditions included systemic lupus erythematosus, deafness neurosensory, irregular periods, uterine bleeding, pap smear abnormal and endometriosis. Concomitant products included intrauterine contraceptive device (paragard) since 2010, medroxyprogesterone acetate (depo provera) (B)(6) 2017, nsaids (B)(6) 2017, paracetamol (acetaminophen) (B)(6) 2017 and prednisone since (B)(6) 2015. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psych injury/ depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and fallopian tube spasm ("multiple tubal spasms"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain and dysmenorrhoea was resolving, the genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder and vaginal discharge had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube spasm, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2004 and (B)(6) 2017. Implants inserted: 2. Right side trailing coils: 1. Left side trailing coils: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2017: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, vaginal hemorrhage, most recent follow-up information incorporated above includes: on 26-sep-2019: pfs and mr received. Reporter information updated. Lot number added. Previously reported event psych injury was replaced with new events: depression, anxiety/ mental anguish. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fallopian tube spasm were added. Medical history and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal bleeding') in a 32-year-old female patient who had essure (batch no. E01919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. Concurrent conditions included systemic lupus erythematosus, deafness neurosensory, irregular periods, uterine bleeding, pap smear abnormal and endometriosis. Concomitant products included intrauterine contraceptive device (paragard) since 2010, medroxyprogesterone acetate (depo provera) (B)(6) 2017, nsaids from (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2017 and prednisone since (B)(6) 2015. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psych injury/ depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and fallopian tube spasm ("multiple tubal spasms"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain and dysmenorrhoea was resolving, the genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder and vaginal discharge had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube spasm, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2004 and (B)(6) 2017. Implants inserted: 2, right side trailing coils: 1, left side trailing coils: 4 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2017: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.